Event description:
Situation: call to room by patient due to substance (chemo) noted on base of IV pole. Background: 37-year female receiving bag number 2 epoch. Assessment: chemo leaking from the filter noted on base of IV pole and 2 other area on the floor. Patient moved to room 7133 and bag number 3 of epoche started at 1414. Chemo leaking. Manufacturer response for IV tubing, (brand not provided) (per site reporter).